Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump reset unexpectedly. After powering back on, the customer left the pump plugged into a power source for 30 minutes and confirmed that the power source alert did not recur. The customer¿s blood glucose was 400(mg/dl).